Event description:
The reporter did back to back (rapid succession) blood glucose test, within 10 minutes, using the same fingerstick. Reporter's results were 185, 239 and 262 mg/dl. Reporter did not have any symptoms. Reporter did not have supplies to do control solution testing. No harm was alleged. Follow up attempts to contact the reporter to confirm the reported tests and obtain further info have not been successful.